Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral stenosis and worsening mitral regurgitation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the elevated mitral valve pressure gradient. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). On (B)(6) 2018 one mitraclip nt was implanted reducing mr to grade 2. On (B)(6) 2018 the patient was found to have recurrent mr grade 3. The original mitraclip was stable and attached to both leaflets. The mr was due to disease progression. A second mitraclip procedure was performed on (B)(6) 2018, when it was noted that the baseline mitral valve pressure gradient was 7 mm hg. After another mitraclip nt was implanted reducing mr to grade 2, the mitral valve pressure gradient was 9 mm hg. No additional information was provided.